Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for several patient samples for multiple tests in the afternoon of (B)(6) 2015. The customer then repeated testing on all 500 patient samples tested that day. Of the data provided, only the following results were discrepant. No units of measure were provided. Patient 1: initial creatinine result was 527.7 (528) which was reported to the doctor. The doctor sent the patient to the emergency department of the hospital where a new sample was taken. The creatinine result from this sample was 56. The original sample was later repeated and the result was 60.1. Patient 2: initial albumin result was 10.8, repeat results were 27.5 and 27.6. Initial calcium result was 2.389, repeat results were 3.24 and 3.190. Initial creatinine kinase result was 94, repeat results were 63 and 65. Initial phosphorus result was 1.42, repeat results were 0.62 and 0.68. Initial uric acid result was 0.399, repeat results were 0.59 and 0.565. Patient 3: initial alanine aminotransferase result was 11, repeat result was 36. Initial gamma-glutamyltransferase result was 16, repeat result was 40. Initial glucose result was 1.12, repeat result was 5.83. All of the results were reported to the doctor. The customer did not know which results were correct. The patients were not adversely affected. The creatinine r1 reagent lot number was 612879 and r3 regent lot number was 609385. The glucose r1 reagent lot number was 607532 and r2 reagent lot number was 604975. The lot numbers of the other reagents and the expiration dates were requested, but were not provided. The customer discovered one of the cuvette segments was loose and the lamp was not "fixed correctly".